Manufacturer narrative:
Device evaluation summary: the reported issue that sometimes the centrifugal pump did not want to start was verified during service. The service technician observed that the rpm knob adjustment was out of specification, the current user interface (ui) software version was 2.u02.009 and base unit software version was 02.b02.003 and errors 28 and 72 occurred in the log file. The issues will be resolved by updating the ui software version to 2.u02.011, updating the rpm pot bushing as part of a technical services update and by replacing the cable assy internal ui 560, the bushing pmeter bronze 045 and the control shaft seal th bc. Preventive maintenance will be performed per specifications. Correction h6.1 (device codes (fdd/annex a)): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that sometimes the centrifugal pump does not want to start. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Correction device evaluation summary: the service technician observed that the rpm knob adjustment was out of specification, the current user interface (ui) software version was 2.u02.009 and base unit software version was 02.b02.003 and errors 68 and 72 occurred in the log file. Additional information b5: the customer did not use a replacement instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.